Manufacturer narrative:
Concomitant medical products: 5568-53, lead, implanted: (B)(6) 2014. 5866-38m, adaptor, implanted: (B)(6) 2014. 5071-53, lead, implanted: (B)(6) 2014. 6935m55, lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning for low impedance on the left ventricular (lv) lead. It was also noted that there are two epicardial leads that are adapted to make a bipolar lead. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the leads exhibited high outputs.